Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer initially called for assistance installing a warm standby pc during which time the solution center (sc) advised the customer to not reboot the device due to the known 2018 adt reboot issue; however, the customer called back later stating that the device was experiencing the rebooting issue. There was no patient incident.